Event description:
It was reported that the insulin pump alarmed during the manual prime. Drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 19.0 mmol/l and will be treating with a manual injection. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had alarmed during the prime test due to faulty a faulty force sensor. The device was received with minor scratched lcd window, cracked reservoir tube lip, and scratched around casing.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.